Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the product malfunction was confirmed. No onsite visit was performed.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient's spo2 dropped to 70% and they could not hear the alarm. There was no report of patient or user harm.